Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported scarring. No lot release records were reviewed, as the product lot number was not provided.

Event description:
A patient reports when they wear pods they experience bleeding, bruising redness and scarring at the pod infusion sites from the pod adhesive.